Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist reviewed the information provided. The data indicated that there is a high possibility of carryover from an earlier patient with known elevated hcg. The review found that repeat testing of the same sample, gave imprecise yet still falsely elevated results on two alternate systems, which indicates an issue with the integrity of the sample initially run. Siemens concluded that the potential cause was an interferent issue during collection or preanalytical factors (pre-centrifugation, centrifugation, and post-centrifugation) causing the original sample to recover high. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant, falsely elevated human chorionic gonadotropin (hcg) results were obtained on a patient sample ran in duplicate on a dimension exl 200 instrument. The initial results were reported to the physician(s). The same sample was repeated on the same instrument. Two new samples were drawn from the patient and repeated on the same instrument and an alternate dimension exl 200 instrument. The repeated results from the new samples were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated human chorionic gonadotropin (hcg) patient results.